Manufacturer narrative:
The customer's complaint that the set cracked and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a set with taxol cracked and leaked at the filter. Blood siphoned back into the set, and there was taxol on the patient's skin. There was no report of patient harm.